Manufacturer narrative:
The act button did not respond due to flattened button dome switch. The rewind anomaly was unable to be verified due to unresponsive buttons. The displacement, basic occlusion, occlusion, priming and no delivery tests were all unable to be performed due to unresponsive buttons. The device had scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and rewind anomaly. Customer's blood glucose level was in the 600 mg/dl range. Customer advised the device did not properly deliver insulin and if they do not receive it they will go into diabetic ketoacidosis. Customer advised they were unable to scroll down, the device would state rewind complete but the piston would not move. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.